Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the nurse being unable to ¿get any print-outs¿ from the ins was due to no telemetry between the patient¿s ins and the physician programmer. It was stated that seven days prior to follow-up the patient was implanted with a new ins. It was noted the patient¿s old ins was to be returned to the manufacturer.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the "ins was received with telemetry. During the course of analysis, the battery reached eol (end of life) and a no telemetry condition was observed before the functionality of the ins could be tested. According to the returned information in gch, low impedances were observed, indicating a short. This short could reduce the longevity of the ins dramatically." It was noted the ins had reached ¿normal end of life¿ with ¿no telemetry and no output.¿

Event description:
It was reported that 11 days prior to report the patient¿s battery had ¿stopped.¿ it was stated that when the patient me with a nurse, the nurse ¿couldn¿t get any print-outs¿ from the implantable neurostimulator (ins). It was reported the patient¿s physician and nurse ¿found it hard to understand¿ why the ins ¿only lasted for 5.5 months¿ while the patient¿s previous ins had lasted for 3.5 years. It was stated ¿the settings were the same before and after the battery change¿ and ¿the patient use was unchanged from before.¿ it was noted that according to the physician the ins ¿was close to the expiration date¿ when it was implanted. It was reported that a ¿battery change sooner than expected¿ was required as a result of the event. It was noted there was no patient harm, injury, or death as a result of the event and the patient was ¿fine¿ at the time of report. It was stated the ins was to be explanted "as soon as possible." Additional information has been requested; a supplemental report will be filed if additional information is received.